Event description:
It was reported that there was a lead warning for impedance on the right ventricular (rv) lead. During a routine battery change, the physician could see insulation damage on the lead at an acute bend, and a possible fracture was suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) 2005 (B)(6); 5076 implantable pacing lead 1999 (B)(6). (B)(4).